Event description:
Customer reported that the pump's wake button was difficult to press, requiring multiple attempts to activate the screen. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, a specific bg value was not provided. Customer administered manual injection to address bg. The customer continued to use the pump for insulin therapy.